Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported by the distributor on the day following a pulmonary vein isolation procedure to treat an atrial fibrillation, the patient experienced a cerebral infarction; however, further details regarding the event and treatment were not obtained, and it was later noted that the patient had recovered prior to discharge. No further information was provided.

Manufacturer narrative:
B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported by the distributor on the day following a pulmonary vein isolation procedure to treat an atrial fibrillation, the patient experienced a cerebral infarction; however, further details regarding the event and treatment were not obtained, and it was later noted that the patient had recovered prior to discharge. No further information was provided. It was further reported that during the procedure, there were no malfunctions such as air bubbles were noted in the sheath, and no air was observed in the patient. No air was seen in the sheath at any point during the procedure. The stroke occurred on the same day of the procedure. Following the cerebral infarction, the patient was hospitalized for 7 days, after which the patient condition was recovered and were discharged. The catheter will not be returned for analysis.